Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The integra sales representative reported on behalf of the user facility the following incident: during a uni-clip placement, the doctor was using the spreader to spread the uni-cp stable and one of the teeth broke. No extension of surgery time occurred, and the pt was not injured. The device is available for return and has been requested by integra lifesciences corp.